Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer was reported that they were able to clear and to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.